Event description:
The complainant stated that a pt had gotten out of bed and into wheelchair. While going down hallway, the pt fell out of wheelchair, breaking their left hip. After helping the pt return to their room, the nurse heard an audible alarm and noticed, the nurse call did not work to notify the staff for a pt out of bed. The accounts maintenance stated that when the right siderail is unplugged, the nurse call will function properly.

Manufacturer narrative:
The account declined to repair the bed and placed the bed in storage.